Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient the pump was alarming no disposable. There was patient involvement, and no patient harm/adverse event reported. Reservoir volume was 66.1ml, given was25.9ml, rate was 2ml/hour.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.